Manufacturer narrative:
(B)(4). Date sent 1/26/2024. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a blister broken on a corner of the package and still adhered to tyvek. A possible cause for this damage is due to improper handling during transit or storage no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9ck32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4: batch #a9ck32. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was returned along with the tyvek and sale box, upon visual inspection of the blister, it was observed broken on one corner, and the tyvek was noted totally removed. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number a9ck32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2024. Additional information received: the complaint was related to a break in the blister tray of the device, not the device itself. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product was removed from box and a large crack was discovered in the end of the blister portion of the internal packaging, rendering the device unusable/nonsterile. Another device was opened to finish the case. No patient harm.